Event description:
It was reported that the device active electrode had diffused through the eardrum. No incident was reported, which could have contributed to this diffusion. The patient was reimplanted on (B)(6) 2013.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.